Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed and the reported event of failure to capture was not confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil at the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood and tissue. Visual inspection, electrical testing and x-ray examination of the lead did not find any issues except procedural damage.

Event description:
It was reported that the patient presented in-clinic with fatigue and shortness of breath for right-ventricular (rv) lead revision. Previously upon review of remote transmission it was noted that that the rv lead exhibited loss of capture. During the procedure the rv lead helix failed to extend. As a resolution the rv lead was explanted and replaced. The patient condition was stable.